Event description:
It was reported that the caller experienced an issue with the incorrect time on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support in updating the pump time and was advised to monitor and follow up if the time discrepancy occurs again.